Event description:
A report was received that the patient was experiencing unwanted stimulation in the rib area. The physician decided to replace the patient's paddle lead because an x-ray showed that the lead was not flat to the dura. During the procedure, the physician noticed that the contacts were loose, and one contact became dislodged from the paddle lead. The physician was unable to place the new paddle lead in the correct position, and decided to explant the whole system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg was discarded by the medical facility, and will not be returned for evaluation.